Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting an irregularity in the rotation of the s3 roller pump during a procedure. The irregularity was only seen once and the procedure was completed without any intervention or further issues. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative found a problem with the speed potentiometer. The speed potentiometer was replaced and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a complaint reporting an irregularity in the rotation of the s3 roller pump during a procedure. The irregularity was only seen once and the procedure was completed without any intervention or further issues. There was no report of patient injury.